Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device; all clips fired correctly and met all specifications. The unit was disassembled, all components were within specifications. The root cause of clips not closing properly was due to the design of the clip applier, which is not designed for rapid trigger release. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of disengagement. This lot was built prior to implementation of these enhancements. This document represents our final report.

Event description:
Lap chole - "first clip worked and then clips 2 and 3 were too loose on the vessels so the doctor pulled them off and opened a new device." Patient status: ok.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.